Event description:
It was reported that the device failed to provide defibrillation therapy to a pt in the emergency room. The reported problem had no adverse effect on pt. There were no further details on the event and/or pt provided.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that the device displayed "abnormal energy levels" message after delivering defibrillation energy. Device testing with a stimulator found that for a 200j and 360j selection, the actual measured discharged energy was 171j and 308j respectively. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the root cause of malfunction to be a diode, designator cr30.